Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once investigation and product history review is complete.

Event description:
A clinical trial event reported a subject experienced moderate total occlusion of the vascular access circuit. The subject was hospitalized for a swollen left arm and suspected stenosis or occlusion in the dialysis circuit .an angiography was performed and revealed an occlusion. The event was considered target lesion related, possible related to study device, and not related to study procedure.